Event description:
It was reported that the patient presented for initial implant. It was noted that the right ventricular lead exhibited high impedance and high capture threshold. The procedure was completed with use of a replacement lead. The patient was discharged in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with tissue. Electrical test found internal shorting between conductors. The reported event of high capture threshold was isolated to over-torqued inner coil in the connector region consistent with procedural damage.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with tissue. An electrical test found internal shorting between conductors. The reported event of high capture threshold was isolated to over-torqued inner coil in the connector region consistent with procedural damage. The reported event of high lead impedance was not confirmed.